Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. Please indicate the affected side . The affected hip was on the left side. B. Can you please confirm if there was really a loosening of the stem? I cannot say definitively if there was loosening or not. The surgeon did work for a while to free the stem, but he did not state if it was loose. There appeared to be some proximal bone loss. I do not have any of the other items requested as the surgeon stated that the patient had contacted an attorney and wanted all information and explanted products.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device manufacturing (mre) review will not be performed even when product/lot information is known. Per wi-3430 it has been determined that, for the mom platform and related allegations an mre is not required.

Event description:
After review of medical records patient was revised on 03/24/2023,due to a failed left total hip arthroplasty with metal open metal bearing and metallosis. Surgical notes reported increasing hip pain with evidence of periprosthetic osteolysis. There was a fracture at the junction of the superior pubic ramus and anterior aspect of the acetabulum. Operative noted acetabular component was extracted and two screws remain solidly left in place.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 (clinical codes) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1, d4 (expiration date).

Event description:
Patient alleges slow process of recovery from the surgery that would not have been necessary but for the defective nature of the pinnacle hip replacement, suffered injury to muscle and tissue, suffered additional scar tissue formation, and now has a hip replacement with decreased longevity. As a direct and proximate result of the defective pinnacle hip replacement, plaintiff suffered injuries, including but not limited to significant pain, tissue destruction, metal wear, metal poisoning, loss of enjoyment of life, emotional distress, physical disability and limitation of daily activities.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete. E3: initial reporter occupation: lawyer.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a4 h6 clinical code: metal related pathology (e1618) reported in the previous medwatch was used to capture blood heavy metal increased and metal poisoning. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient alleges slow process of recovery from the surgery that would not have been necessary but for the defective nature of the pinnacle hip replacement, suffered injury to muscle and tissue, suffered additional scar tissue formation, and now has a hip replacement with decreased longevity. As a direct and proximate result of the defective pinnacle hip replacement, plaintiff suffered injuries, including but not limited to significant pain, tissue destruction, metal wear, metal poisoning, loss of enjoyment of life, emotional distress, physical disability and limitation of daily activities.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Appropriate term / code not available (e2402) is used to capture blood heavy metal increased. Unspecified tissue injury (e2015) is used to capture bone injury and soft tissue injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Event description:
After a review of the medical records, the patient was revised to address metallosis with soft tissue reaction, hip pain, periprosthetic osteolysis, a large fluid collection and fracture of at the junction of the superior pubic ramus and anterior aspect of the acetabulum, local soft tissue reaction with osteolysis. Operative note reported that there was some evidence of deep tissue erosion in the anterior aspect of the gluteus medius, but the bulk of the hip abductor remained firmly attached to the trochanter and reactive synovial tissue was serially excised. Encountered brown fluid this was obtained was taken for culture and gram stain. There was a large amount of clay like brown material under the base of the trunnion similar to that encountered in the surrounding synovial tissues and this was removed. Clinical visit on (B)(6) 2020 reported large left hip joint effusion, previous tear and atrophy of the gluteus minimus, chronic moderate tendinopathy of the proximal left common hamstring tendons without disruption, popping noise, stiffness, weakness, decrease rom, swelling, difficulty with mobility, activity limitation, discomfort and depression. There was some evulsion involving iliopsoas attachment, osteolysis in the acetabular component. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical symptoms code: swelling/edema (e2338) used to capture swelling and edema and unspecified tissue injury (e2015) used to capture soft tissue injury and bone injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the surgeon did work for a while to free the stem, but he did not state if it was loose. There appeared to be some proximal bone loss. The affected hip was on the left side.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon requested poly liner for revision of pinnacle metal on metal liner and stem replacement in anticipation of loosening due to increase ion levels. Tissues appeared normal color and stem well fixed from point of view throughout procedure. No surgical delay. Doi: (B)(6) 2009; dor: (B)(6) 2021; unknown affected side.